Event description:
It was reported that fluid from the neptune rover leaked into the machine and back up the tubing. It is unknown whether the fluid came in contact with the sterile field. The unit was being used during a shoulder scope procedure and a bucket gravity ended up being used to complete the procedure successfully due to the other neptune being in use. Extra antibiotics were administered to patient due to possible contamination.

Manufacturer narrative:
An arthroscopic pump was being used with the neptune rover. The neptune IFU states that if four or more liters of fluid will accumulate during a surgical procedure and an external pumping device will be used, like an arthroscopic pump, always use the 20 liter canister to collect fluid waste. Do not use the four liter canister or both canisters at the same time. Failure to comply may cause the system to overflow if the system suction line is not removed or closed.